Event description:
It was reported that device diagnostics resulted in high impedance (8000 ohms). The patient had recently undergone generator replacement due to end of service. X-rays were taken and sent to manufacturer for review. Review of x-rays identified that the lead pin did not appear to be fully inserted into the generator header. The patient underwent revision surgery at which time the lead was noted to be kinked and the lead pin was reinserted into the generator header. No additional relevant information has been received to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.